Manufacturer narrative:
According to the publication, hero catheter - a new option for superior vena cava occlusion and catheter dependent dialysis patients, the patient required multiple thrombectomies due to repeat thrombosis. Additional information regarding the event, including information on patient selection criteria and patient history, was requested, but not provided. A records review was performed for possible lots and it was confirmed that all records were controlled, available for review, and met all specifications. A review was performed on the available information. The hero graft instructions for use (IFU) lists prosthesis failure as a potential complication and states thrombosis is the most common cause of vascular access dysfunction. Primary patency rates observed at one year in both of the pre-market clinical trials were 36.0% in the patency study and 33.3% in the bacteremia study. Secondary patency rates at one year in both of the pre-market clinical trials were 70.0% in the patency study and 77.8% in the bacteremia study. The IFU's patient selection considerations states that as with conventional grafts, hero graft may occlude in patients with a small brachial artery, insufficient arterial inflow or inflow stenosis, a history of clotted access for unknown reasons, a coagulability disorder or medical condition that is associated with clotting, insufficient anticoagulation or non-compliance with anticoagulation medication, systemic low blood pressure or severe hypotension following fluid removal post-dialysis, a kinked graft, incomplete thrombus removal in previous interventions, intra-graft stenosis at site of multiple punctures, and an event such as mechanical compression. In this case, the patient's co-morbidities or risk factors for occlusion, including blood pressure, coagulation disorders, and medications, are unknown. Although thrombosis is a known potential complication, the root cause of the reported event remains unknown. Describe event or problem, was updated from stating that "the patient required explant due to repeat thrombosis" to "the patient required multiple thrombectomies due to repeat thrombosis" as thrombectomies were indicated in the publication, not explant.

Event description:
According to the publication, hero catheter - a new option for superior vena cava occlusion and catheter dependent dialysis patients, the patient required multiple thrombectomies due to repeat thrombosis.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the publication, hero catheter - a new option for superior vena cava occlusion and catheter dependent dialysis patients, the patient required explant due to repeat thrombosis.